Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation.

Event description:
According to the available information rail could not be decoupled. The rail tore off several times during the attempts to decouple it and finally had to be completely removed and the parts were discarded.